Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was retracted a cuff miss occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss/suture retrieval issue was not confirmed. Analysis of the returned device revealed part of the suture containing the knot was not returned. Both cuffs had been engaged with the needles and approximately 1 inch of the rail suture end attached to the returned plunger was cut. Based on visual analysis of the returned device, this is no indication of a product deficiency. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.